Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Photos related to the occurrence were received to analysis, the defect is confirmed. Corrective and preventative action being initiated, the investigation is completed and it's under implementation phase. The 1ml barrel component is produced by the plastic injection process, where heated plastic material is injected against a mold for forming the product. The investigation has led us to conclude that the flow of the plastic material in the luer region is slightly different than the rest of the product and that for this reason can cause bubbles. Functional tests were performed on the product such as leakage, absence of foreign matter in the fluid passage, axial forces and nozzle connection tests, and samples with bubbles did not negatively affect the results. We can verify that the appearance of bubbles occurs within the thickness of the wall of the luer so there is no risk of the bubble staying against the wall internal or external to the luer. The bubble could rupture in case there is a deliberate effort of some tool through the inner diameter of the luer, the fact could occur even without the presence of the bubble. In this way we conclude that the bubble is an aesthetic defect and there is no risk to the patient in use. A corrective action proposed to address the matter will be part of the research report. CAPA 74889.

Event description:
It was reported that "bubbles" were found on the tips of 80 syringes, plastic, w/ needle 1cc 25gx5/8 before use. The following information was provided by the initial reporter, translated from spanish to english: "products present bubbles on the tip of the syringe, they do not pass the cleaning test."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "bubbles" were found on the tips of 80 syringes, plastic, w/ needle 1cc 25gx5/8 before use. The following information was provided by the initial reporter, translated from spanish to english: "products present bubbles on the tip of the syringe, they do not pass the cleaning test.".